Event description:
Event description cpi received information that this endotak transvenous defibrillation lead, implanted with an implantable cardioverter defibrillator (ICD), was removed from the patient and replaced after the lead/ICD system exhibited oversensing. The lead was removed due to a possible conductor fracture. The ICD remains implanted.